Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file, dated (B)(6) 2019, contained approximately 23 days of data, spanning from (B)(6) 2018 20:48 to (B)(6) 2019 13:42, which captured a low-speed event and 2 pump stops on (B)(6) 2019 at 00:55. Also noted in the log file were numerous power elevations as high as 25.4 watts occurring on (B)(6) 2019 between 08:44 and 08:46. Following this two minutes, the power returned to normal and the device operated as expected for the remainder of the log file. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed, pump stop events, and power elevations cannot be conclusively determined. The patient remains ongoing on vad support using an ungrounded patient cable. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Power changes are also addressed in the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the account had suspected a short to shield back on (B)(6) 2018. This suspected short to shield was not confirmed due to a lack of evidence within the log file analysis and unremarkable x-rays. During the more recent event on (B)(6) 2019, the patient experienced a pump stop and multiple high power readings. Associated with the high powers were yellow wrench/replace controller alarms that resolved minutes later. The high power events eventually returned to baseline. The account also noted that the patient has had an ungrounded cable since the event in (B)(6) which was unknown at that time. Per the account, the patient was asymptomatic and there are no signs of hemolysis. The patient's lactate dehydrogenase (ldh) remained stable. No further spikes in power during admission while on ungrounded power source. No further information was provided.